Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The set up joint (suj) was analyzed. The reported failure was confirmed by error 23072 in the field logs attached by the intuitive surgical, inc. (Isi) field service engineer, but the error could not be replicated on the system during testing. The complaint was not confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system reflected error 23072 pointing to the universal surgical manipulator (usm4). The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the set-up join (suj) to resolve the issue. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.